Event description:
New information received notes the left ventricular lead exhibited impedance out of range and loss of capture. No intervention was performed. The patient was in stable condition.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented at a follow-up in clinic. Upon interrogation, the left ventricular lead exhibited high capture thresholds and high pacing impedance. Programming changes were performed. The patient was in stable condition.